Event description:
The customer reported differential results with low neutrophils and high lymphocytes were obtained on some patient samples when using the coulter hmx hematology analyzer with autoloader. The differential test results were compared to the differential test results obtained for the same patient samples run on another instrument and differential results obtained through manual slide review. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the cause was poor diff scatter. The fse cleaned and aligned the laser to resolve this issue. Startup, latron, a 5-run reproducibility, and 5c controls all within specification.